Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was experiencing high blood glucose level. The blood glucose level of customer was over 400 mg/dl. It was unknown that whether the auto mode feature was active at the time of incident. They were able to calibrate. The sensor had change sensor alert. Testing procedure was performed for transmitter. The insulin pump will not be returned for analysis.